Manufacturer narrative:
Device evaluated by MFR. : a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 45mm in length and extended from a position 9mm distal of the proximal markerband to 15mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in an arteriovenous fistula in a tight and very tortuous vessel. A 6.0 x 80, 75cm mustang balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a another of same device. There were no patient complications reported and the patient status was good. However, returned device analysis revealed balloon torn.